Manufacturer narrative:
Explant of the device due to aortic regurgitation and structural valve deterioration was reported. The investigation found that all three leaflets were torn, with the tears being tethered causing incomplete coaptation. There was fibrous pannus ingrowth on the inflow surface of leaflet 1 and 2 and the outflow surface of leaflet 2. No acute inflammation or significant calcifications were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. Non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation demonstrated degenerative changes at one of the tear sites, which could have contributed to the formation of the tear. In addition, the pannus noted could have increased stress on adjacent leaflets and created an unbalanced stress relief distribution between all leaflets during coaptation, which may lead to leaflet tears and reduced durability. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2019, a 23mm trifecta gt valve was successfully implanted in an aortic valve replacement procedure. The native valve was measured to be about 23mm. On (B)(6)2023, stage four aortic regurgitation and premature structural valve deterioration (svd) were confirmed via imaging. The valve cusps were calcified and were separated, and pannus formation caused impaired movement of valve cusps. The trifecta valve was explanted and replaced with a 21mm non-abbott valve. On (B)(6)2023, the patient experienced an arrhythmia and was sent to the intensive care unit (ICU).